Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:515056. Batch#:2405308. Verbatim: we had another disconnect (B)(6)2025. Similar situation, patient noticed the following day after pump was connected. However, this was worse. Blood from port was down through the cstd and patient got a lot of chemo on their skin. (B)(6)2025: patient noted wetness on her abdomen at approximately 10am. She checked the tubing and noted nothing and thought it was nothing. Patient denies tubing being pulled or caught while at home. At 12:30pm, patient noted chemo and blood from port needle spilling onto her chest and abdomen. Patient immediately called the clinic and spoke to the rn. Rn instructed patient to come to clinic. Patient arrived to clinic an hour later. Upon assessment rn noted lost connection between 5fu pump and closest closed system device connection (n40-0 locking injector). Rn noted blood and powdery substance on patients chest and abdomen. Rn notified md and pharmacy. Pharmacist measured approximate loss of drug (estimated 12 percent or 600mg of fluorouracil). Decided to let the loss go this time. Rn disconnected pump and tubing from patient and returned to pharmacy. Patient provided wipes to clean up spilt chemo and blood. No skin irritation noted. Rn unable to flush port upon disconnect due to blood in tubing and needle (backflow). Port accessed and swift blood return noted with new huber needle per protocol. Patient discharged home.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one n40-o injector was provided to our quality team for investigation. Upon visual inspection of the returned product, no damage or related defects were identified. Functional testing confirmed that the injector connected securely to the mating luer without issue. Dimensional testing was performed and verified that the injector¿s luer met all required specifications. A device history review was performed for lot 2405308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to the reported concern were identified. Based on our investigation, we were unable to establish a root cause related to our manufacturing process at this time. Complaints for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews this data to identify any emerging trends.

Event description:
No additional information.